Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient faced events of leakage. The infusion set was in used for 2 days. There was no stress or pull reported on the infusion set tubing. The location of the leak was infusion set tubing. The patient was able to change the infusion set. No further information available.